Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a damaged screen, and it was additionally noted that both keyboard slides and the right keyboard hinge were broken, the media door was damaged and errors were found in the log files. All affected parts were replaced and other identified issues were resolved. New software was installed and the stylus calibrated. The programmer passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's front screen was damaged. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product was returned to service.